Event description:
A report was received that the patient¿s lead was displaying very high impedances. The patient underwent a lead revision, during which, the physician explanted the lead due to lead fracture. The fracture was located near the click anchor site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, approximately 23.31 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the click anchor. The broken cables resulted in the reported complaint of high impedance. The broken cables are still contained inside the lead body. Sc-2218-50 sn (B)(4): a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient¿s lead was displaying very high impedances. The patient underwent a lead revision, during which, the physician explanted the lead due to lead fracture. The fracture was located near the clik anchor site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial/lot # (B)(4), description:linear st lead, 50cm.